Event description:
It was reported that the patient had underwent an unspecified surgery using rhbmp-2/acs. It was noted that the surgery help the patient to walk but no follow up was ever done. It was reported that the patient developed multiple myloma at the site of the surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Also reference MDR number 3007566237-2013-03403.